Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported issue was confirmed during occlusion testing. The cause is traced to a worn-out clutch.

Event description:
It was reported that the pump had a bad clutch and worn gear failure. There was no patient involvement. Evaluation of the returned device confirmed a check clutch/lever error occurred during infusion due to worn out clutch parts.